Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, b7, g3, g6, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the trabecular metal glenoid component 46 mm articular surface, were reviewed for deviations and/ or anomalies and 1 pc. Was scrapped at operation 20, and 1 pc. Was scrapped at operation 30. Medical records, x-rays were provided. X-ray images reviewed and not submitted to mmi at this time as there are radiology reports contained within cmp with findings. Findings as follows: no complications noted to initial procedure. (B)(6) 2010: x-ray findings note incomplete fracture anteriorly through the proximal humerus at the level of the humeral stem base and potential small intra-articular loose bodies, left humeral surgical neck level. (B)(6) 2010: patient rom is doing very, very, well. Patient is satisfied and significantly relieved. (B)(6) 2011: office visit. Patient is doing well, playing golf 2 times per week, little discomfort off and on in the left side bicipital groove region. No recommendations, follow up I 2 years. Xshow both shoulders to 'ride a bit high on anteroposterior view, but they are also well-seated in the axillary views.' A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the trabecular metal glenoid component 46 mm articular surface, lot #61262424, were reviewed for deviations and/ or anomalies and 1 pc. Was scrapped at operation 20, and 1 pc. Was scrapped at operation 30. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item (00432605246) and the reported part and lot combination (00432605246/61262424). Medical records were not provided. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00432605246/61262424) combination as of 29-dec-2020 a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434811513 - humeral stem 48 degrees 15 mm stem diameter 130 mm stem length - 61217924. 00430204623 - offset modular humeral head 23 mm head height 46 mm spherical head. Diameter - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left shoulder arthroplasty. Approximately 9 years post implantation, the patient was revised due to pain in the shoulder and surrounding regions, loss of range of motion, instability, rotator cuff failure and component dissociation.